Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1005 indicative of an open circuit condition detected during shock delivery. Furthermore several red alerts were recorded due to high out of range shock lead impedances on the right ventricular (rv) channel. This lead was replaced and returned to boston scientific for analysis. No further adverse patient effects were reported.